Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This supplemental is based solely on the receipt of a 3500a report. Evaluation summary: (B)(4) the distal segment of the lead was returned and analysis found that the proximal conductor was fractured. All conductors had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking and was breached cut. The inner insulation had cosmetic and breached metal ion oxidation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analysis found that the proximal conductor was fractured. All conductors had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking and was breached cut. The inner insulation had cosmetic and breached metal ion oxidation.

Event description:
It was reported that the atrial lead had high impedance and was inappropriately sensing. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.